Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was damaged(detach) downstream occlusion(dso)seal. The downstream occlusion(dso) seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned due to no sound. During physical inspection, a damaged (detached) downstream occlusion seal (dso) was identified. There was unknown patient involvement, no patient injury was reported.